Manufacturer narrative:
The reported events of under sensing, inadequate capture, and high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited under-sensing, high pacing impedance and inadequate capture. The lead was ultimately not used and replaced with new lead. Patient condition was stable.